Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading over 600 mg/dl. The customer stated that prior to the event, she had been experiencing unexplained high blood glucose levels. The customer also stated that she last changed her infusion set two days before the event.